Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance and high capture threshold were observed the day after implant. Lead dislodgement was noted via x-ray imaging. The lead was repositioned. The patient was recovering and was going to be discharged.